Manufacturer narrative:
Due to the automated device history record (DHR) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was moderately tortuous. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported during a mechanical thrombectomy the subject guidewire distal part and tip became detached from the proximal end and remains in the patient. No attempt was performed to retrieve the broken fragment. The procedure was aborted and there are no future procedures planned at this time. The patients current condition is unknown. No other information is available.

Manufacturer narrative:
The device is not available for evaluation.

Event description:
It was reported during a mechanical thrombectomy the subject guidewire distal part and tip became detached from the proximal end and remains in the patient. No attempt was performed to retrieve the broken fragment. The procedure was aborted and there are no future procedures planned at this time. The patients current condition is unknown. No other information is available.